Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced near syncope. Pauses were noted on the ECG. Provocative test and pocket manipulation were performed but no oversensing was detected. No further information is available at this time.